Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery gauge was fluctuating. Subsequently, the pump shut off. The customer connected the pump to a power source and the pump turned on. Subsequently, the pump settings were noted to be missing. The customer's blood glucose level ranged from 130 to 143 mg/dl. The customer had manual injections available as alternate insulin therapy.